Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced that they had diabetic ketoacidosis and high blood glucose level. Customer had blood glucose level of 315 and 210 mg/dl. Customer using auto mode at the time of event. Customer did not allege insulin pump for under delivering. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.